Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo, and the hemostatic valve was leaking back blood, during the procedure. Upon inspection of the sheath, it was noticed that the hemostatic valve appears like the "valve leaflets are not fully opposed." The sheath was replaced, the issue was resolved, and the procedure continued. No adverse patient consequence was reported. Additional information was received, and it was reported that they gently probed at the one-way valve with a paperclip. When they removed the paperclip, they expected that the valve would close completely. It appeared that there was still a visible opening in the valve, which may indicate that the leaflets that make up the valve had not fully come back together. The sheath was in the patient. Blood was backing up out of the sheath. The approximate volume of blood that was lost was minimal.

Manufacturer narrative:
The device investigation was completed on 08-apr-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo, and the hemostatic valve was leaking back blood, during the procedure. Upon inspection of the sheath, it was noticed that the hemostatic valve appears like the "valve leaflets are not fully opposed." The sheath was replaced, the issue was resolved, and the procedure continued. No adverse patient consequence was reported. Additional information was received, and it was reported that they gently probed at the one-way valve with a paperclip. When they removed the paperclip, they expected that the valve would close completely. It appeared that there was still a visible opening in the valve, which may indicate that the leaflets that make up the valve had not fully come back together. The sheath was in the patient. Blood was backing up out of the sheath. The approximate volume of blood that was lost was minimal. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and functional tests were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve had a fissure. It was properly placed in conjunction with the brim cap and friction ring. No other anomalies were observed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The hemostatic valve separation reported was confirmed, as the condition of the valve could be related to the event reported. The potential cause of the fissure of the valve may be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).